Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found collets with eject sleeve jammed in the reported problem of the pipette assembly. The preventive maintenance was performed. The instrument was cleaned, inspected, tested without further problem, and returned to expected operation.